Event description:
It was reported that in central processing, it was identified that the wires were damaged at the jaws on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. The conductor wire was broken at the distal end. The conductor wire appeared to have made an impact with another instrument/object. Failure analysis investigation also found the following damages: the instrument's bipolar yaw pulley was broken. The yaw pulley damage was on the area where the conductor wire was broken. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument's grip cable was frayed at the distal end. The damaged area was located on the same area of the conductor wire. Small strands were observed to be sticking out. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured 0.239 - .040 in length and not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.